Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the black coating of the maryland bipolar forceps (mbf) instrument was cracked. The instrument was not used on the patient. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. Additional findings not related to the reported complaint: the instrument was found with hairline cracks on both grip input disks #6 and #7. Other backend components adjacent to the cracked inputs did not show damage. The complaint was confirmed by failure analysis.